Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains inside the patient. There was no reported product deficiency. Angina, ischemia, and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported via a trial that on (B)(6) 2010 the patient underwent stenting in the pre-dilated proximal left circumflex artery with one 2.75 x 15 mm xience v stent. On (B)(6) 2010, the patient was found to have stable angina, a (B)(4) study, and in-stent restenosis in the index target lesion. On (B)(6) 2010, the patient underwent percutaneous coronary intervention (ptci) to treat the restenosis. The event resolved on (B)(6) 2010 and the patient was discharged. There was no adverse patient sequela. There was no additional information provided.